Event description:
Following a pulsed radiofrequency ablation procedure, the patient received an electric shock. The procedure was completed with no patient consequences. There were no alleged performance issues with the abbott device.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was not confirmed. No hardware abnormalities that would have resulted in the reported electric shock were identified. The root cause cannot conclusively be determined as the reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.